Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted as the customer administered an insulin injection to correct for food. As the pump history indicates that they cartridge was out of insulin, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.